Manufacturer narrative:
Investigation completed 4/27/17. Work order# 133619/ lot# 159/ serial# (B)(4): the device history record for this unit shows that this part was manufactured on 10/16/2015. A total of (B)(4) were produced of this work order number and lot number. No abnormalities related to reported incident found nor were there any variances, mrr¿s or reworks associated with this work order number and lot number. No service history is on file for this device. Conclusion: in summary, the device in question was not received for evaluation after several documented attempts. Therefore, the root cause to the end users experience could not be determined. This complaint will be reopened should we receive product.

Event description:
The hospital sent back the a1059 to the distributor to fix the device because the helicoil was protruding outwards. There was no patient involvement reported.